Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 85 mg/dl, and the meter bg reading was 37 mg/dl. The customer ate carbs to treat low bg. Paramedics were called and administered d10 solution and more carbs before customer lost consciousness and was transported to the emergency room (ER). Reportedly, customer was treated during ER stay with dextrose 10 solution, juice and a sandwich. The customer was released from the ER in stable condition. Customer reported the cause of low bg could have been caused by exercise and inaccurate cgm values. A replacement sensor was sent to the customer.